Event description:
It was reported that during an unknown procedure, after 5th firing, the device did not fire and it was very difficult to open. Another like device was used; the staples formed but the knife did not cut. The surgeon reoperated 2 days later to repair a leak. The pt is now stable.